Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd angiocath plus 24ga x 0.75in packaging had no label. The product packaging box was reported as defective because the label was not attached.

Event description:
No additional information.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: insyte/angiocath plus. Device failure: labeling concerns.

Manufacturer narrative:
Our quality engineer inspected the photos, and 50 samples submitted for evaluation. The reported issue of label/ product insert missing was confirmed upon inspection of the samples. Analysis of the samples showed a missing label on the returned dispenser box. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements. The packaging process was reviewed. At the secondary packaging line, there is a sensor in place to detect label presence. After detecting label absence, the machine will stop, and the production technicians will manually remove the affected dispenser box and restart the production with the subsequence good part. The production technician is required to manually paste the label on the dispenser box and then pack to the shipper carton box. One of the probable causes could be the production technician had missed out to paste label and pack the shelf box into the shipper carton box. Under normal production conditions, after the check weigher detects a weight difference, the shelf pack will be automatically auto rejected from the line. The production technician will then manually top up packaged parts to required quantity and paste label on shelf pack before putting into a shipper box. Another probable cause could be that the production technician missed out to paste label after topping up missing unit pack parts and proceed to manual pack into shipper carton box. To prevent the defect, the procedure will be revised to include any manual activities for missing shelf box label or missing parts, and for the shelf box to be placed back into the original process to go through the label sensor detection again. Training will be conducted with all packaging line production technicians on the revised procedure to emphasize verifying the presence of shelf box label after manual paste and put back the shelf box to the packaging line to go through the label sensor detection.

Event description:
No additional information.